Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citations : ann cardiothorac surg 2024;13(4):354-363 / https://dx.doi.org/10.21037/acs-2024-rcabg-0016.

Event description:
Title : bilateral internal thoracic artery grafting in robotic beating-heart totally endoscopic coronary artery bypass: 10-year outcomes. The aim of this study was to present good mid-term clinical outcomes as well as early graft patency in patients undergoing hybrid revascularization. Eight hundred and seventy-one patients underwent robotic assisted, beating-heart tecab between 7/2013 and 4/2024 (single surgeon/institution). Of these, 406 underwent bita grafting and are the subject of this review. Of a total of 871 patients undergoing tecab during the study period, 470 patients (54%) had multi-vessel grafting and of these, 406 (86%) received bita grafts. For anastomosis technique, 7.0 pronova (ethicon) was used. The reported complications included pericarditis (n=5), pleural effusion (n=12), sepsis (n=1) re-exploration for bleeding (n=3), and 30-day mortality (n=5). In conclusion, use of the beating-heart robotic tecab approach facilitates bita grafting to achieve multi-vessel arterial revascularization of the left coronary system, with excellent 10-year outcomes.